Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty to advanced and the helix was unable to retract. In an attempt to deploy this rv lead into the heart tissue, the stylets would not advance after a certain point near the beginning of the device coil. The physician then removed this rv lead, laid out straight, flat, and advanced the stylet as the physician confirmed of the malfunction. Moreover, the lead fully advanced without issue but once there was a curve, similar to that which occurs naturally through the passage of the veins, it would exhibit the same malfunction where the stylet would not fully advance. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty to remove and the helix was unable to retract. In an attempt to deploy this rv lead into the heart tissue, the stylets would not advance after a certain point near the beginning of the device coil. The physician then removed this rv lead, laid out straight, flat, and advanced the stylet as the physician confirmed of the malfunction. Moreover, the lead fully advanced without issue but once there was a curve, similar to that which occurs naturally through the passage of the veins, it would exhibit the same malfunction where the stylet would not fully advance. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.